Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The related condition is typically caused by applying excessive leveraging forces. Function test could not be performed due to related condition. Device did not meet the function criteria during investigation/evaluation process.

Event description:
It was reported that the tip of the jaw on the ar-13999mf, mf scorpion is slightly bent one direction that the jaw will not align.